Event description:
Procedure type: urological/gynecological. According to the reporter: the patient was treated for rectocele hernia at which time the bard tot pubovaginal sling was implanted. On or about (B)(6), 2009 required corrective surgery. Migration of mesh necessitated the removal of portions of the rectum and colon to extract the tot from surrounding tissue forcing the patient to endure an ileostomy for over a year, she allegedly suffered many infections and continues to have rectal and intestinal issues. She has experienced pain.

Manufacturer narrative:
(B)(4).